Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The distal end is broken, and the broken portion was not returned for evaluation. Two fingers were run along the entire insertion portion, and no kinks were observed. The handle appears to be in good condition, with no visible damage. Based on the results of the investigation, the most probable cause of the complaint could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gastric peroral endoscopic myotomy (g-poem), a failure power surge occurred at the location, and the distal tip broke off in the patient. The tip was recovered. The procedure was cancelled. There were no reports of further patient impact and harm. Olympus made multiple attempts to obtain additional information, but no further information has been received at this time.